Event description:
(B)(4). It was reported that right groin pain occurred. The patient underwent a left atrial appendage closure (laac) procedure. Upon removal of the watchman® double curve access system, the patient experienced right groin pain. Medication was given or the regimen was adjusted to treat the pain. The event is considered resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the adverse event term was updated to right groin hematoma. Also, the physician used femostop to resolve the hematoma.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).